Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition regarding the melted bur guard was confirmed. Based on the investigation details, a possible cause was problems with the nose cone, bearing stop, burrshield, and bearings, which were each replaced. Service did a clean, lube, and adjust to the device, and it will be repaired and returned to the customer.

Event description:
It was reported that during a tmj lefort osteotomy, there was a reduction of power in the handpiece and then the bur guard melted to the handpiece. There was no patient or user injury, and the case was successfully completed with a backup device.